Event description:
Patient reported that the device became hot, and patient was unable pick it up. Patient allowed the device to cool, and attempted to return it to pharmacy. Patient was referred to the device's manufacturer. A request was made for the return of the suspect device, and replacement product was sent.